Manufacturer narrative:
(B)(4). Troubleshooting determined a supply bag feel and disconnected from the cassette line and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during the dwell of peritoneal dialysis therapy. The patient was connected. Troubleshooting determined the cause of the alarm was due to a supply bag falling and disconnecting. The technical service representative reviewed proper procedures. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.